Event description:
The customer stated, that she was treated by the paramedics for low blood glucose levels below 5 mg/dl. Troubleshooting was performed and the insulin pump passed the prime and self tests. Found that the customer was using the wrong infusion set for her body type. Advised the customer to try a different infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.